Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify a lot specific at this time. Based on the information reviewed and without the device to analyze, a cause for the reported unintended movement could not be determined. The reported difficult grasping was due to challenging anatomy. The reported difficult or delayed positioning was a cascading effect of the reported difficult grasping and also influenced by the challenging anatomy. The reported hypotension was a cascading effect of the reported positioning failure and the multiple grasping attempts. The cause for hypotension appears to be related to procedural conditions. Hypotension is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle (efaa) and hypotension. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Prior to inserting the clip, it was noted that the patient had mitral annulus calcification, thickened chordae and a shortened posterior leaflet (8mm). The clip was inserted, and the leaflets were successfully grasped; therefore, the physician attempted to establish final arm angle (efaa). However, at this time, the clip was difficult to be see on fluoro. Once the clip was able to be seen on fluoro, it was noticed that the clip had fully opened to 120 degrees. Grasping continued to be performed, but due to the patient anatomy, the posterior leaflet was difficult to grasp. It was noted that both simultaneous and independent grasping was performed, but the physician was unable to captured both leaflets simultaneously. It was noted that while attempting to grasp, the clip continued to come in contact with the chordae on the posterior leaflet, but never became stuck. It was noted that due to the multiple grasping attempts, the patient¿s blood pressure started to decrease; therefore, the clip was removed and an intra-aortic balloon pump (iabp) was inserted to treat the hypotension. The patient¿s blood pressure was normalized, and the procedure was discontinued. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.